Manufacturer narrative:
The biomedical engineer reported that the multigas unit is not reading any gases. They exchanged the water trap and moved it to another bedside and it still would not take any readings. Bme states the unit did not give any error codes. No patient harm was reported. Bme returned the unit for an exchange.

Event description:
The biomedical engineer reported that the multigas unit is not reading any gases. They exchanged the water trap and moved it to another bedside and it still would not take any readings. Bme states the unit did not give any error codes. No patient harm was reported. Bme returned the unit for an exchange.